Event description:
It was reported that inflation could not be maintained on three (3), size 8, lpc low pressure cuffed tracheostomy tubes. The device intubations were for a first time tracheotomized pt. Two (2) of the devices were tested prior to insertion where no inflation nonconformances were detected. Device usage was reported as moments to approx two (2) weeks when the reported problems occurred. There was one (1) pt involved with no reported pt compromise. Two (2) of the devices were discarded and as such will not be returned to the MFR for ID, analysis and investigation. The return status on the third device is unk at this time.